Event description:
A patient who was scheduled for a cardiac surgery (CABG) was scheduled to have a pre-operative intra-aortic balloon catheter insertion. At the cardiac catheterization iab, an intra-aortic balloon (iab) catheter was inserted under the fluoroscopic guidance using the supplied set. After being placed into position, the catheter was connected to an arrow autocat2 wave pump and pumping was initiated (autopilot mode). But immediately after the first inflation, the iabp alarmed a "high pressure". The screen of the pump was indicating that we had possible causes: kinked catheter, partially wrapped balloon, and improper iab position. Pumping was stopped and the tubing system was checked for possible kinking and the iab for proper positioning using again the fluoroscopic guidance, but the high-pressure notification was still alarming. (N. B.: the arterial wave and the gas wave were not showing the proper inflation of the balloon even after decreasing the inflated balloon volume on the pump e.g.: 80% - 85%. The physician then decided after several trials to remove the iab catheter and replace it with another one (while the introduced sheath was kept the same). Again, after checking the balloon positioning, pumping was initiated and the balloon was successfully inflated and deflated. No medical complications occurred with the patient.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.